Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp), with stent placement procedure. According to the complainant, the suture failed to release the stent. During attempts to release the stent, the catheter stretched and broke. The procedure was completed with another flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.